Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had intermittent button response that was not detected during testing. Motor position encoder error alarm was not confirmed due to erased history file. The device had cracked case at the display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer's mother reported via phone, the insulin pump stopped working. The device had alarmed motor error three times within the last three hours. Alarm occurred while customer was asleep. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.